Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from (B)(6) 2018 to (B)(6) 2018, naloxone from (B)(6) 2018 to (B)(6) 2018, ondansetron from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010 and promethazine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018-(unilateral salpingooopherectomy- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2019: quality safety evaluation of ptc incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from (B)(6) 2018 to (B)(6) 2018, naloxone from (B)(6) 2018 to (B)(6) 2018, ondansetron from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010 and promethazine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018-(unilateral salpingooopherectomy- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs received. Event " abdominal pain" and new reporter added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from september 2018 to october 2018, naloxone from september 2018 to october 2018, ondansetron from september 2018 to october 2018, paracetamol (acetaminophen) from may 2010 to october 2010 and promethazine from september 2018 to october 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, genital haemorrhage and metrorrhagia had resolved, the depression and anxiety was resolving and the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018-(unilateral salpingooopherectomy- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Plaintiff received treatment for pain, bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received- event outcome of depression, anxiety/ mental anguish were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from (B)(6) 2018 to (B)(6) 2018, naloxone from (B)(6) 2018 to (B)(6) 2018, ondansetron from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010 and promethazine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018 (unilateral salpingooophorectomy- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: confirmed that the essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 19-sep-2019: reporters details updated and patient demographics, medical history, concomitant drugs were added. On (B)(6) 2010, she implanted essure (previously reported as (B)(6) 2010). On (B)(6) 2018, she explanted essure. Essure indication updated. Added lot number. Added events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, anxiety/ mental anguish. Outcome of event pelvic pain was recovering. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain/ pelvic pain'). In an adult female patient who had essure (batch no. 717011), inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included: uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included: bisacodyl from (B)(6) 2018, naloxone from (B)(6) 2018, ondansetron from (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 and promethazine from (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems, condition: depression") and anxiety ("anxiety/mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, genital haemorrhage and metrorrhagia had resolved. The depression and anxiety was resolving. And the post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018, (unilateral salpingooopherectomy- right side). Plaintiff has suffered physical pain and emotional anguish, because of the essure device. Discrepancy noted, essure confirmation test information as earlier in case. It was reported, that hysterosalpingogram was performed. And now in document, it was mentioned she did not undergo confirmation test. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, confirmed that the essure device was successfully occluded. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2020, quality safety evaluation of ptc. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from (B)(6) 2018 to (B)(6) 2018, naloxone from (B)(6) 2018 to (B)(6) 2018, ondansetron from (B)(6) 2018 to (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 to (B)(6) 2010 and promethazine from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, abdominal pain, genital haemorrhage and metrorrhagia had resolved and the depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018-(unilateral salpingooopherectomy- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Event outcome updated for vaginal hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') in an adult female patient who had essure (batch no. 717011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine bleeding, headache, hot flashes, back pain, migraine headache, depression, anxiety disorder, endometriosis, menometrorrhagia and malignant hyperthermia. Concomitant products included bisacodyl from (B)(6) 2018, naloxone from (B)(6) 2018, ondansetron from (B)(6) 2018, paracetamol (acetaminophen) from (B)(6) 2010 and promethazine from (B)(6) 2018. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("anxiety/ mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), genital haemorrhage ("general abnormal bleeding"), metrorrhagia ("metrorrhagia") and post procedural complication ("post removal complications"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, genital haemorrhage and metrorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: (B)(6) 2018-(unilateral "salpingooophorectomy"- right side) plaintiff has suffered physical pain and emotional anguish because of the essure device discrepancy noted essure confirmation test information as earlier in case it was reported that hysterosalpingogram was performed and now in document it was mentioned she did not undergo confirmation test. Plaintiff received treatment for pain, bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Reporter information added. Events: general abnormal bleeding, metrorrhagia, post removal complications added. Events outcome were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.